Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. The lifevest detected treatable ventricular tachycardia but the rhythm self-terminated to supraventricular tachycardia (svt) eleven seconds prior to the treatment. Svt contributed to the false detection. The response buttons were pressed intermittently during the entire event. There is no additional information available about the event.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no information to suggest that the patient sustained a serious injury. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacturer date: monitor, sn (B)(4) - (B)(6) 2014 (initial); electrode belt, sn (B)(6) - (B)(6) 2013 (reused). Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.